Manufacturer narrative:
B3: date of event: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed volume test 3times 18.01, 18.03, 17.55. There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be confirmed. The root cause is unknown. Replaced scratched lcd lens which including the front housing and rear housing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.